Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hand control failed which was indicative of immersion / sterilization procedures not being followed properly. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the drill on the motor device did not turn and when the hand control was engaged and then it turned without engagement. It was further reported that the device worked sporadically. It was not reported if there was any delays to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.